Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was 500 mg/dl. Current blood glucose was 273 mg/dl. Whether customer use auto mode or not was unknown. Insulin pump will not be returned for analysis.